Event description:
It was reported to boston scientific corporation on (B)(6) 2014, that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube had been torn for 3 weeks. The patient was scheduled to have the peg tube replaced in early october. Reportedly the patient's condition had worsened since the peg tube was torn. The patient had ¿denutrition and general deteriorated condition¿. After the tube was torn, the patient was no longer receiving duodopa. The patient was receiving sinemet orally and ¿subcutaneous hydration¿. The patient died at night ¿between saturday and sunday¿ (the exact date, time and cause is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014, that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube had been torn for 3 weeks. The patient was scheduled to have the peg tube replaced in early october. Reportedly the patient's condition had worsened since the peg tube was torn. The patient had ¿denutrition and general deteriorated condition¿. After the tube was torn, the patient was no longer receiving duodopa. The patient was receiving sinemet orally and ¿subcutaneous hydration¿. The patient died at night ¿between saturday and sunday¿ (the exact date, time and cause is unknown.) Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)